Event description:
It was reported that a physician in-training in the use of the starclose se device attempted arteriotomy closure of the right common femoral artery after a diagnostic procedure. Reportedly, after clip deployment, the starclose se was difficult to remove from the anatomy. In accordance with the instructions for use, the access ports were used successfully, releasing the locking mechanism on the thumb advancer resulting in the locator wings fully collapsing and the starclose se device was removed from the patient anatomy. Hemostasis was achieved using manual compression. After the starclose se device was removed from the anatomy, the clip was found to remain in the distal end of the sheath. There were no reported adverse patient effects. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete.